Event description:
Provider states that the bolts that goes through the sector block on the footrest assembly. Provider states the consumer has a lot of the strength so when they move quickly the bolt will snap right off. Provider states that they replaced the bolt with steel bolts and the consumer still managed to break them off. No additional information provided.